Event description:
It was reported that the device was replaced prophylactically due to battery depletion; battery depletion was indicated as pending. No further information was reported.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed a high battery resistance. Drugs infused via the device were noted to be baclofen and dilaudid.